Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer "yellow colored membranes displayed on the pumps". There was no patient involvement.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of yellowing membrane was able to be confirmed through external inspection of the returned device. During the external inspection of the suspect pump modules s/n (B)(6) and s/n:(B)(6), the plastic membrane was observed to have multiple yellow spots. It was also observed the presence of a white dried fluid residue on the membrane frame and crevices. The suspect pump modules s/n (B)(6) and s/n (B)(6) underwent preventive maintenance with alaris system maintenance v12.3 to ensure that the reported issue was only external. As a result, the suspects passed all its functional tests without any complications. A previous investigation by a third-party company (exponent) performed an analysis of the yellow discoloration present on the membrane of the alaris pump module. The engineering firm determined the following results: inspecting the yellowed and non-yellowed locations confirmed the chemical composition of the unit appears unchanged by the presence of the yellow features on the suspect unit membrane. It was found that the residue in the yellowed spot contained elements such as sodium and phosphorous, whereas the nominal area only detected elements associated with the polyurethane film. Best practices for cleaning bd alaris system devices states the use of healthcare-grade cleaning products that are recommended for cleaning bd alaris¿ system devices. Do not use chemicals that can damage the instrument¿s surface. Some chemicals can weaken or damage plastic parts and may cause instruments to not operate as intended or may void your warranty. The use of any cleaning product containing chemicals listed in the do not use section of the cleaning product guidelines for the alaris¿ system should be discontinued immediately to avoid damage to the alaris system. Bd recommends a soft bristle brush to clean hard to reach areas or to remove crusty residue. The brush should not be used on the membrane or air in line sensor. Also, bd recommends using a soft, lint free cloth dampened with water to remove the cleaner after the required kill time of the cleaner/disinfectant being used. Per product labeling, the alaris system user manual (v12.1) states to not use hard, abrasive or pointed objects to clean any part of the instrument. Do not allow cleaning solutions to collect on the instrument. Residue buildup might cause the moving parts to become sticky and hinder their operation over time. Certain chemicals can damage the surfaces of the instrument the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause for the report of yellowing on the alaris devices membrane was unable to be completely confirmed; however, a probable cause of the yellowing discoloration is being attributed to degradation or other chemical changes in the urethane base material, possibly due to exposure to unknown chemical agents. This issue is being escalated and will be investigated under failure investigation (dir:(B)(4)). Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer "yellow colored membranes displayed on the pumps". There was no patient involvement.